Event description:
It was reported that the device screen froze and a service light was illuminated. Power cycling the device restored proper operation of the device and the service indication was removed without any error codes logged in the memory. Customer was unable to duplicate the issue. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation through functional and performance testing. The reported failure was not duplicated. Physio replaced the programmed user interface pcb as a pre-caution measure and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue was not determined.